Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the trocar leaked during a vcombined vitrectomy procedure. The product was replaced and surgery was completed. There was no patient harm reported. Additional information was requested. The product sample was not retained.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The final lot for the customer's product was identified. A device history record review for each of the component lots was conducted and it was noted that the product released met the products acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. (A sample was not returned for evaluation; so it cannot be determined if the complaint can be attributed to the post assembly inspection.) The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4)

Manufacturer narrative:
There was no correction for supplemental report number two. (Yes) was incorrectly selected. (B)(4).